Manufacturer narrative:
Following natus complaint procedure, natus has requested the devices back for investigation. No findings available at this moment. Supplementary information will be submitted once the investigation is completed. Replacement device provided to the customer.

Event description:
Patient complained of a painful tingling sensation from the f8 lead . Medical facility assume that channel f8 of break out box caused the burn at the patient's head.

Manufacturer narrative:
Following natus complaint procedure, natus has investigated the device and the root cause of the failure was determined. The metal cover of the bluetooth module on pcb assembly came off and caused the short across specific pins on the pcb assembly (f8 and dgnd) .the bluetooth module cover may came off due to heavy mechanical shock, which is likely caused by dropping the emu40 onto the floor in a specific orientation. While the cover is not always dislodged by a single drop, repeated dropping does result in the cover coming off the bluetooth module. Replacement device provided to the customer.

Event description:
Patient complained of a painful tingling sensation from the f8 lead . Medical facility assume that channel f8 of break out box caused the burn at the patient's head.